Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of needle retraction issues could not be confirmed from the 13 representative 22g insyte autoguard units that were received in sealed packaging from lot #5092496. A functional test revealed that each needle fully retracted without resistance or delay when the safety mechanism was activated. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Injuries or adverse event: no reported issue: we have had issues with our IV needles not retracting when we hit the button for the release. Generally, with wiggling we have been able to get it to retract. However, today we could not get it to retract at all.